Manufacturer narrative:
Additional narrative: visual and functional inspection of the returned x-mesh posterior inserter/expander confirmed as the instrument was locked and would not expand. The failure mode was determined to be similar to the failure that was addressed in a corrective action/preventive action which identified the root as being related to device maintenance, ie. The lack of lubrication on the threads of the opening mechanism. A communication was released to the field to reinforce implant selection and proper lubrication. No further corrective action is required in addition to the already completed CAPA. Review of the device history record found no discrepancies. A twelve month complaint trend analysis on the product code found one related complaint which had resulted in the CAPA activity. No further corrective action will be taken at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a corpectomy for burst fracture, the surgeon measured and selected the correct x-mesh cage size. Under fluoroscopic guidance, he inserted and began to expand the cage. The cage was expanded and collapsed a few times under x-ray in order to get the perfect placement of the cage. It was agreed that the cage needed further adjustment and the surgeon tried to collapse the cage, which was not locked yet, when a clicking noise was heard. The surgeon stated that the x-mesh posterior inserter/expander was locked up and that the large black handle could not be turned either way. The cage was detached from the inserter/expander and removed from the body. The cage was not damaged. However, the inserter/expander was found to be broken and unusable. Another inserter/expander was available to complete the case with no adverse consequences and a resulting five to ten minute delay to the procedure.